Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, allowing the customer to continue using the pump, and they were advised to call back if the issue reappeared.